Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device history was erased prior to the device returning to zoll medical for evaluation. The device's multi-function cable gasket was replaced proactively. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "internal error occurred - system reset required" message and subsequently restarted/rebooted on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.